Event description:
The following description of the event was documented by a carefusion technical support specialist in response to an email from the distributor in (B)(6). "Our dealer claims this unit was received for p.m, during the testing the ventilator started to alarm vent inop, the turbine was replaced and the problem was corrected. A turbine is going to be order for this unit."

Manufacturer narrative:
The distributor in (B)(6) did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the distributor in (B)(6). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning turbine assembly. The distributor in (B)(6) was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty turbine assembly for evaluation. As of the (B)(6) 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, carefusion will submit a follow-up medwatch report.